Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was in the 600's mg/dl or read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.